Event description:
It was reported that this left ventricular (lv) lead exhibited high threshold measurements. The placement of the lead was noted to be sub optimal. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The return of the product was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.